Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 500, 72, 218, and 222 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.